Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in good condition. The reported event regarding a failed accuracy test was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification. However, delivery accuracy testing on the pump found the pumps delivery to be slightly positive. The pump's expulsor will be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump failed the accuracy test. There was no reported injury to the patient.